Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead was oversensing noise. The procedure was completed with a different lead. The patient was in stable condition.